Event description:
Resident was being transferred from the bed to chair via lift, when the lift toppled and resident fell. Resident becomes verbally and/or physically abusive to staff when her routine is upset, or when she doesn't immediately get what she wants. She was agitated at the time of the incident because she had been incontinent and had to be put back to bed for a complete change. She then insisted on being taken out of bed. Three staff members were helping to get her back out of bed, the lift straps and sling were properly applied and the lift was being used properly.